Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pap993, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot # of the device(s)? Please confirm quantity involved. What is the specific number of devices (total qty involved) that failed during this procedure? Did the needle pull of the sutures prior to surgery, during surgery or after surgery? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture popped off the needle. There were no adverse patient consequences reported. Additional information has been requested.